Manufacturer narrative:
This report is submitted on june 18, 2019, by cochlear ltd. On behalf of (B)(4). Exemption number e2016011. Registration number 3009092818.

Event description:
Per the clinic, the patient experienced an infection that was successfully treated with a topical antibiotic. The implant remains in-situ.